Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption# e1999017.

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor saline breast implant and a saline mentor smooth round high profile 270cc breast implant (sides unknown) and suffered several unexplained systemic symptoms, including neurological problems, cts, perforated cervical disc, extreme fatigue, leg swelling, feet swelling, pain in arms, hands, and shoulders, purple hands, severe raynaud's, problems with walking, problems with writing, brain lesion, fibromyalgia, breast invasive carcinoma, grave¿s disease, glioma, cns neuropathy, sleep arousal disorder, left breast fibrocystic disease with ductal hyperplasia, left breast and bilateral axilla lymphadenopathy, and multiple sclerosis. The patient underwent discectomy and fusion for the perforated cervical disk, biopsy to remove a lesion, multiple breast and lymph-nodes biopsies, and lumpectomy of the armpit. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices. This report contains supplemental information for mentor asr reference number (B)(4).